Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was missing. It could not be confirmed if the customer received the sensor in damaged condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that their transmitter was not blinking green after inserting the sensor. He then removed the sensor and found that the needle was retracted into the needle hub. The patient's blood glucose at the time of incident was 200 mg/dl. The sensor was returned for analysis and a replacement sensor was shipped to the customer.